Event description:
It was reported there was an orange piece of something on the sponge head before it reached the patient. Narrative: item is a small clear chloraprep stick and when opened by circulator-there was an orange piece of something on sponge head. New prep stick obtained for prepping-this one was not used on patient.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Health effect clinical code section e & f: e2403 & f26. Medical device problem code section a & g: a18 & g04006 h3 other text : see narrative below.

Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported there was an orange piece of something on the sponge head before it reached the patient. Narrative: item is a small clear chloraprep stick and when opened by circulator-there was an orange piece of something on sponge head. New prep stick obtained for prepping-this one was not used on patient.

Manufacturer narrative:
A sample was available for evaluation. Visual examination of the sample shows the clear product with the clear lidding and insert had an orange dye liquid stain on the lidding and insert (only). This verified the reported issue. The orange dye is part of another product code that is assemble and packaged in the same equipment; therefore, the cleaning of the equipment might have not been performed adequately. The most probable root cause can be attributed to inadequacies during the cleaning of the manufacturing equipment. Production record review was completed with batch/lot 8165908 and no non-conformances were noted during the manufacturing of this lot. Change controls were initiated to improve cleaning practices and reduce contamination. An additional change control was initiated to include cleaning instructions for every shift start. This failure mode will continue to be tracked and trended.

Event description:
It was reported there was an orange piece of something on the sponge head before it reached the patient. Item is a small clear chloraprep stick and when opened by circulator-there was an orange piece of something on sponge head. New prep stick obtained for prepping-this one was not used on patient.